Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following bilateral cataract surgery with an intraocular lens (iol) implantations, the patient experienced "debilitating glare" causing him to not drive at night. Additional information was provided indicating that the patient reported that the vision is good at times and then will get blurry. Sometimes he sees a shadow temporally. His laptop is blurry and he sees halos around lights outside, but not inside. Approximately six weeks later, he still notices halos at night. He has experienced burning eyes. The patient was started on prescription treatment and artificial tears for bilateral dry eye syndrome. Eight weeks later, the patient complains that by midday, the vision becomes cloudy and foggy. He can't go outside without sunglasses. There are two medical device reports associated with this patient. This report is for the left eye.